Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they had gastric bypass on september 2nd and hasn't charged their implant since then. Patient said that their therapy has shut off and they are self cathing but they can't get the recharger to connect to the implant. Patient mentioned that they can feel the pins and needles on their skin when trying to charge. Patient also mentioned seeing a 1707 error code. Agent walked patient through resetting the recharging device on and off the docking station. Caller attempted to reposition the wr over the ins but the issue was persistent. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the wr. The patient was redirected to their healthcare provider to further address the issue if the issue is not resolved with the replacement recharging equipment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.